Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: pins on each side of the device at the end of the shaft get hot. A small white burn occurred on the liver. Photo will be included. It could not be reported how the case was completed. No bleeding, no delay in operating room time reported.

Manufacturer narrative:
(B)(4).